Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 394.460, lot# 8916115. Manufacturing location: bettlach, release to warehouse date: may 16, 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Visual inspection of the returned device performed at customer quality (cq) confirmed the condition of two devices being stuck together, which agrees with the reported complaint condition. The two devices were unable to be separated at cq. Therefore, the reported complaint condition is confirmed and was able to be replicated at cq. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. A relevant dimensional inspection could not be performed at cq because the features of interest are not accessible as the two devices were returned stuck together. A definitive root cause for the devices becoming stuck together could not be determined based on the provided information. The most likely cause is over tightening leading to a cross threading situation. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that during sterile processing department (spd) inspection on an unknown date, the sliding carriage was noted to be cross threaded and seized on two (2) holding sleeves and a schanz screw blunted trocar. There was no patient involvement. During manufacturing investigation, the condition of two devices being stuck together was confirmed, which agrees with the reported complaint condition. This report is for one (1) holding sleeve 105mm. This is report 1 of 2 for (B)(4).

Event description:
During manufacturer¿s preliminary analysis of the returned devices it was noted that wing nut of another holding sleeve had broken off and the schanz screw was noted to be stripped and bent.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.